Event description:
Patient had a ponsky replacement done by a registrar. Patient developed pain after the peg tube was flushed with water and also vomited. An ogd was done on the day and the internal bumper was not in the stomach.